Event description:
Customer reports to have erratic readings completed within 10 minutes (58, 38 70 & 120 mg/dl). Tests were performed on the finger, results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. Please note that customer squeez test site to obtain more blood sample for testing there was no report of death, serious inuury or mistreatment.